Event description:
The patient underwent repair of an unspecified abdominal hernia in (B)(6) 2009. The hernia was repaired with an unspecified size of veritas collagen matrix. The procedure went well and the patient suffered no immediate complications. Approximately 18 months later, the patient presented with a recurrence of the hernia. The patient was taken back to the operating room at which time the physician noted that the veritas was well incorporated, however, the repair had "snapped in the middle". An alternative mesh was implanted in tandem with an unspecified size of veritas to complete the repair. The patient is currently doing well.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was available.